Manufacturer narrative:
Reported event: the reported device was confirmed to be a 3.0 rio robotic arm - mics, catalog # 209999, serial# (B)(4). Mps reported angle inconsistency error occurred. Device history: a review of the DHR associated with rob 493 found quality inspection procedures successfully passed. Device inspection: per the provided logs it was confirmed that a joint angle inconsistent error occured on j6. This error is caused by a discrepancy between the joint encoder and motor encoder. Per (B)(4): fse inspected systems areas that could have caused an area including encoders and arm accuracy. System pass pre-surgery checks with no problem found. There was however a pieces of drape tangled in j2 which were removed. All system v&v checks passed and system is ready for clinical use. Complaint history: based on the device identification, the trackwise complaint database was reviewed for any other events regarding robot 493, pn 209999. There have been no other events for the referenced serial number. Conclusion: mps reported that angled in discrepancy error occured. Fse inspected system areas that could have caused an area including encoders and arm accuracy. System pass pre-surgery checks with no problem found. There was however a pieces of drape tangled in j2 which were removed. All system v&v checks passed and system is ready for clinical use. Further action: none at this time.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction sequence, as the surgeon was impacting the cup into the acetabulum the image on the screen would show the implant misaligned with the acetabulum and received a message prompt that indicated ¿joint angles inconsistent error----call service¿ this occurred at the exact same time during both cases. Both cases were completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction sequence, as the surgeon was impacting the cup into the acetabulum the image on the screen would show the implant misaligned with the acetabulum and received a message prompt that indicated ¿joint angles inconsistent error----call service¿ this occurred at the exact same time during both cases. Both cases were completed manually.